Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between jan 1, 2008 and oct 23, 2010 of complaints for additional reportable events. This MDR is for pt 1 of 1 on analyzer 1 of 2. See MDR #1061932-2011-01363 for pt 1 of 1 on analyzer 2 of 2. On (B)(4) 2009, a field service engineer visited the site and verified the instrument's operation. Raw data from sample testing were requested for analysis but not provided. The medical director of beckman coulter inc. Provided additional info regarding this sample: pyruvate kinase deficiency represents a heterogeneous group of hereditary non-spherocytic hemolytic anemia due to various types of enzymatic deficiency leading to abnormalities of the cell membrane with red cell fragility and hemolysis. Red blood cells in those pts display various degrees of lysis, variable hemoglobin content and reticulocyte counts. Reticulocytes have also variable sizes and maturating index and rna content, hence, many reticulocytes may not readily be detected by new methylene blue staining method. Erythrocyte inclusions are stained by new methylene blue on the lh780 hematology system and the use of this methodology may have contributed to this event.

Event description:
The customer reported that the lh780 hematology analyzer generated erroneously low reticulocyte results (0.2%) on one pt sample. The erroneous test results were reported out of the lab. The physician ordered a manual reticulocyte count on the sample and the manual results (60%) were higher than the instrument's results. The physician ordered the pt to be re-drawn. On the second sample the instrument's results (0.2%) were again lower than the manual reticulocyte count (40%). The customer believed the results from the manual count to be correct. A corrected reticulocyte report was issued. There were no reported changes to pt treatment associated with this event.